Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information was requested however only limited details were received and all available information available at the time of this report is included. Should additional information be provide the file will be updated. The lot information is reported to be not available it has been reported that no product will be returned for evaluation. Only the gender of the patient (female) could be provided.

Event description:
According to the reporter, a few weeks after a procedure on the wrist the patient presented with negative reactivity to the suture in the wrist and hand region. The suture was spitting out of the tissue and as a result the doctor removed the suture. The current patient status is fine and there were no long term affects.